Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. After receiving instructions from technical support, the customer performed a pump reset, which resolved the error. Technical support advised the customer to wait 20 minutes before starting a new sensor session, and the customer acknowledged understanding the instructions.